Manufacturer narrative:
Additional information: sample was received for evaluation. The sample was visually inspected and the silicone housing was damaged, and the siphon guard was separated from the valve, marks were also noted on the siphon guard. The root cause for the damage silicone house is probably due to the fall of the patient. As noted in the IFU silicone has a low cut/tear resistance, and a hard know could split the silicone housing. The manufacturing records were reviewed, and no anomalies were found. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). The device has been returned and is awaiting evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, after two years, a certas plus valve became disconnected from the siphonguard and was revised. Another was used in replacement.